Manufacturer narrative:
(B)(4) . Was this device serviced by a third party? No. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. (B)(6). This report is being filed on an international product, list number 06s61-22, that has a similar product distributed in the us, list number 06s61-20. The complaint investigation for false negative alinity I sars-cov-2 igg ii quant results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 25346fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 25346fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer obtained a negative result of 1.7 au/ml for one patient sample drawn on (B)(6) 2021 when testing was performed with alinity sars-cov-2 igg ii quant, lot 25346fn00. The sample was retested with a positive result of 13213.1 au/ml returned. A new sample was drawn from the patient on (B)(6) 2021, which also returned a positive result of 12564.3 au/ml. The patient had received two doses of the sputnik vaccine and was tested 3 to 5 weeks after receiving the second dose. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the alinity I sars-cov-2 igg ii quant reagent, lot number 25346fn00, was identified.

Event description:
The customer observed a false negative sars-cov-2 igg ii quant result, on an alinity I analyzer, for a (B)(6) patient, who was vaccinated with the sputnik vaccine. The following data was provided (<50.0 au/ml is negative, >/=50.0 au/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2021, was 1.7, repeated, on (B)(6) 2021, was 13213.1 au/ml. The patient was redrawn on (B)(6) 2021 and the result was 12564.3 au/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This follow up is submitted to populate fields with data that had previously been provided. There is no change to the content of the data.